Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2021. During the procedure, the remaining bands on the device were not possible to use. The device was changed, and the procedure was completed with another speedband superview super 7 device. There was no there any difficulty experienced upon setting up the device. Note: the customer provided a photo showing four bands were still attached on the ligator head; however, the three bands were twisted while the white band was caught under the other bands. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.